Event description:
It was reported through an implant card that a vns patient underwent generator and lead replacement surgery due to end of service. Additional information was received by a company representative indicating the patient's lead was explanted due to a lead discontinuity found during generator replacement surgery. At the moment good faith attempts to obtain further information have been unsuccessful to date. The lead will not be returning to the manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.